Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the wake button was sticking. Additionally, customers blood glucose level was 52 mg/dl. Customer consumed carbohydrates to resolve low glucose level and applied more force to the button to resolve the issue.